Manufacturer narrative:
Additional procode = dro. The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The processor/bridge/pace board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.